Event description:
It was reported that impedances measured greater than 10,000 ohms on all bipole pairs at the time the neurostimulator was implanted. It was confirmed the proper port and proper lead configuration were utilized. A new extension was placed onto the tails of the 2x4 connector in the 0-7 port and impedances greater than 10,000 ohms were still measured on almost all contacts. Some contacts showed 1400 to 2300 ohms, but one side was entirely greater than 10,000 ohms. The lead was checked using a multi-lead trailing cable, external neurostimulator, and a proximal new extension; however, there was no resolution which indicated the issue was not with the neurostimulator. Additional information received reported both extensions had been replaced. The patient was going to be sent to a surgeon to have the paddle lead revised. Additional information has been requested but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-00926 regarding high impedance occurring with the patient's previous neurostimulator.

Manufacturer narrative:
Lead model 3998, lot# j0555340v, implanted: (B)(6) 2005, explanted unk; extension model 37082, serial# unknown, implanted: (B)(6) 2012, explanted unk; extension model 37082, serial# unknown, implanted: (B)(6) 2012, explanted unk; programmer model 7435, serial# (B)(4).